Event description:
Patient later reported "sores on skin". Also reported the events of "autoimmune issues", "memory loss", "arm pain", "head pain", "side pain", and a "breathing problem" are not device related. Device has been explanted.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Patient later reported left side "rupture" via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported, "sores on skin". Also reported, the events of "autoimmune issues", "memory loss", "arm pain", "head pain", "side pain" and a "breathing problem". Are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Fever: unable to observe, since it is not related to the device. Skin rash/dermatitis: unable to observe, since it is not related to the device. Other-medical-ndr: not applicable, as the event is not related to the device. Headache-ndr: not applicable, as the event is not related to the device. Dyspnea-ndr: not applicable, as the event is not related to the device. Pain-ndr: not applicable, as the event is not related to the device. Autoimmune/connective tissue-symptoms of- ndr: not applicable, as the event is not related to the device. Additional observations: deformation is observed, crease is observed. No further actions are required, since no issue in the manufacturing of the device is observed.